Manufacturer narrative:
Samples were collected into bd lithium heparin tubes and centrifuged at 3,000 rpm for 10 minutes. Qc was tested prior to and following the event and passed. A system check was completed in 2008 and results met specifications. A field service engineer (fse) was dispatched and on-site nine days later: fse cleaned the sample and reagent pipettors and performed carryover testing which failed. Fse performed alignments to sample probe, cleaned the sample probe wash tower, and repeated carryover testing which then passed. Fse completed 3 levels of cardiac controls which all passed. Fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu-tni result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample when tested for accu-tni gave a result of 2.2 ng/ml. Upon repeat it gave a result of 0.18 ng/ml. Two samples from this patient had been tested on an earlier date and the results were 0.17 and 0.45 ng/ml which were within the risk stratification range. The erroneous result was reported outside of the laboratory. There has been no report of change to patient treatment received by bci to date.